Event description:
(B)(4). Event occurred in the united states. The patient reported that she experienced diabetic ketoacidosis related to an incident where her tubing was leaking as the infusion set's tubing coming apart from the tubing connector. Reportedly, the patient did not go to the hospital, but self-diagnosed the diabetic ketoacidosis. No further information available.